Event description:
No known adverse event. Customer reported that prior to a procedure, the disposable ercp cap was put on the scope, but it did not stay on during the bedside testing. Rather, it failed during installation so it never reached the patient. They opened a second cap and installed it successfully and then completed the case with no issues. This event occurred at the time of installation. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Although the cause of this incident could not be identified, the following factors are presumed. Deformation of parts due to external force. Adhesion of foreign matter. Since the second cap was successfully installed and there were no other complaints reported in this lot, it was determined that it was not due to manufacturing-originated issue. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.